Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics assembly. No audio/vibrate anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer's blood glucose level was 190 mg/dl. Customer reports self test was failed. Customer states insulin pump was beeping and shows red x. The insulin pump will be returned for analysis.